Event description:
Upon evaluation of a returned minicap transfer set, a crack was found along the main body of the device. There was no report of patient involvement, patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cracked main body of the transfer set was confirmed during sample evaluation. However, the cause of the issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A minicap transfer set was returned and an evaluation was performed. Visual inspection of the device found that the main body of the transfer set was cracked. Leak testing, clear passage testing, and clamp functional testing of the device was performed with no issues noted. A batch review was conducted for potentially associated lot numbers h13a15043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.